Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented a deformed universal cable and worn light fibers on the distal end. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is cut, the outer tube has a dent, the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the investigation's findings, the following led to the malfunction: the protector of the video cable section is cut. The outer tube has a dent. The fiber bonding in the outer tube area (distal end) is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form customer.